Manufacturer narrative:
The field service engineer found a hole in the wash tubing and the tubing was replaced. Pressures were checked and were ok. The wash unit and cuvette levels were checked and were ok. The probe washes and probe positions were checked. A reagent probe was replaced and adjusted. Precision studies were performed and were within specifications. The engineer returned and rerouted the rinse station tubing, checked the pump pressure, checked wash levels, and checked probe alignments. It was noted that water was coming out of both sample probes at an angle. Both sample probes were replaced. Calibration and controls were run. The customer did not report any additional issues after the service actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. The questionable sample results were reported outside of the laboratory. The first sample initially resulted in a creatinine value of 233 umol/l and it repeated as 79 umol/l. The second sample initially resulted in a creatinine value of 114 umol/l and it repeated as 70 umol/l. The third sample initially resulted in a creatinine value of 173 umol/l and it repeated as 94 umol/l. The fourth sample initially resulted in a creatinine value of 150 umol/l and it repeated as 91 umol/l. The creatinine reagent lot number was 668596. The reagent expiration date was requested, but not provided.